Event description:
On (B)(6) 2009, an incorrect assignment of a sample and results against patient data occurred with tango optimo, sn: (B)(4), software version v2.4. Due to this incorrect assignment of a sample ID against patient data the result did not match with the patient data. The incorrect result was discovered during a manually repeated test, no transfusion incident occurred. The whole operation within tango optimo's data banks was reviewed. The operation causing this incorrect assignment was analyzed as follows: due to problems during the automated transfer of patient data they were entered manually. This resulted in an incorrect assignment of these data to a tube sample (human error of operator). Thus the results of the tube sample were incorrectly assigned to the wrong patient.